Event description:
Info was received via medwatch report. It was reported after the central line catheter was placed, when attempting to pull the guide wire out, the guide wire became stuck and when pulled, the steel of the guide wire frayed, exposing smaller steel wire then broke. The entire central line catheter had to be removed from the pt to ensure that no remnants of the guide wire remained in the pt. Another kit was used to complete the procedure. There was a delay in treatment. Pt outcome is unk.

Manufacturer narrative:
(B)(4). Sample will not be returned.